Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the oxygen sensor for the electronic pt gas system (epgs) would not calibrate with two attempts. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). After the fsr replaced the oxygen sensor, the unit operated to manufacturer's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.